Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent additional information received from sales rep: can you please clarify the procedure. (No answer given). How long has dr. Yi and the account been using the gen11? At least 5 years. Did the gen11 display any yellow alert screens during the procedure? I asked if gen11 gave alert, techs simply said it stopped working with no feedback from gen11. I had arrived after the incident. What power setting was the generator on? 3/5. Was the power level of the generator changed to achieve better cutting and/or coagulation? No. What other instruments were used during the surgery? Grasper, powered echelon for bowel. Was the surgical field inspected and found to be dry (no bleeding) when the patient was closed? Yes. During the second procedure, where was the bleeding from? (State where)one of the branches - either middle colic or right colic. How much blood was lost? (Cc¿s) "I did transfuse the patient 5 units of blood. Estimate that he lost about 1l. Re-op took about 45 min. But to be honest, I don't think it added any days to his hospitalization! He still left on pod 4!" Was the bleeding from an area were the harmonic device was used? Dr. Said yes. How was the bleeding controlled in the 2nd procedure? Suture. Was a transfusion required?yes, see above. What was the size of the vessel or artery? Close to 5mm. Patient specific questions: what was the reason for the surgery (cancer? Diseased colon?) Ulcerative colitis. Was the patient taking any anticoagulants, such as aspirin, anticoagulants, or antiplatelet agents)? If yes, specify prescribed medication. Unknown. Has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. Unknown. Does the patient has a known coagulation disorder? Unknown. Has the patient taken any steroids? Unknown. What was the total blood loss? 1l. What was the patient¿s pre-op hemoglobin and hematocrit? Unknown. What was the patient¿s post operative hemoglobin and hematocrit? Unknown. What is the current patient condition? Discharged home.

Event description:
It was reported that post a total proctolectomy procedure, the doctor explained that she was careful to seal using harmonic as she took the branches of the middle and right colic vessels. Case was uneventful and patient went to floor. Drop in h&h revealed bleeding. The doctor took the patient back to surgery and found active bleeder which she believes was a branch of the middle colic/right colic. Case completed by doctor suturing the vessel. The device was discarded.

Manufacturer narrative:
(B)(4). Additional info from surgeon: routinely use endo staplers for major name vessels, and harmonic for mesentery and unnamed vessels. No problems, no bleeding. After procedure, takes a 2nd look with lap scope. No active bleeding seen. Stable during procedure and after waking up. ICU ¿ became hypotensive. Checked drain. Blood seen. Re-op open with mini exploratory lap incision. Small vein bleeding freely in peritoneum from mesentery. I liter of blood clotted. Washed everything out and found bleeder, ligated and everything this ok. Surgeon advised that the bleed was from a small vein (which surprised her as she routinely would be able to take it with harmonic). Thinks she might not have vein in jaws properly to seal.